Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibited normal device characteristics. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-8216-70 (sn (B)(4)), sc-3138-35 (sn (B)(4)) device evaluation indicated that the lead and lead extensions were cleanly cut from the proximal end. The damage to the lead and lead extensions was consistent with damages done during the explant procedure and was not considered a failure. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-3138-35 (sn (B)(4)) a review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient¿s pocket site was bleeding. The physician confirmed that there was an infection and believed that it was not device related. Antibiotics were prescribed. The patient underwent a revision wherein the ipg, lead and extensions were explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s pocket site was bleeding. The physician confirmed that there was an infection and believed that it was not device related. Antibiotics were prescribed. The patient underwent a revision wherein the ipg, lead and extensions were explanted. The patient was doing well postoperatively.